Event description:
It was reported that a malfunction alarm known as malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and no further occurrence of the malfunction was reported. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer understood and acknowledged.